Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported capsular contracture (baker grade iii) and "small accumulation of fluid around the right implant area". Device explanted. Right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: deformation device and wear abrasion observed on the device. Yellow particles observed on the device. No further actions are required as the device was implanted. Visual analysis of the photographs identified: capsular contracture and seroma-late: unable to observe as it is a medical event that is not related to the device. It is possible to determine the lot number 3108688 or catalog n-tsm310 through the photos provided. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported capsular contracture (baker grade iii) and "small accumulation of fluid around the right implant area". Device explanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported capsular contracture (baker grade iii) and "small accumulation of fluid around the right implant area". Device explanted. Right side.